Event description:
It was reported that the patients ipg had migrated and was against the incision and was causing a significant pain. Difficulty charging was also reported. The patient underwent a revision procedure wherein the pocket was flattened out and the ipg remains implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a week ago from the date the manufacturer was made aware.